Event description:
Hosp reported that the cannula broke at the end of the case, extending the surgery 15 mins. An incision was made to remove the broken fragment. Contact reported that no injury or complication had resulted.